Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 79-year-old female patient underwent a dialysis catheter placement procedure using the pristine hemodialysis catheter. During the procedure, it was noted that the catheter was more rigid and more difficult to squeeze together than the previous catheters, making it difficult to load into the sheath and advance through the sheath. The procedure was completed using another device. There were no reported patient injuries.